Manufacturer narrative:
Visual inspection revealed there was a fracture in the irrigation tubing where it is joined to the luer and the fracture extends at least 90% through the diameter of the tubing. The device was received with a stopcock attached to the luer. There was dried body fluid is visible in the irrigation tubing and on the tip. The device was returned in a slight left curve position. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/IFU. A DHR (device history record) review was performed and no deviation was found.

Event description:
Reportable based on device analysis completed on 16apr2020. It was reported that the tubing of the intellanav mifi open-irrigated ablation catheter was damaged. Returned device analysis revealed the luer is torn from the irrigation tubing.